Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. ¿the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were returned and tested. The components successfully completed a test cycle with no evidence of odor or oil mist. The reason for the failure and return of the catalytic converter and oil mist filter could not be confirmed. The assignable cause of the odor/smells is likely due to the catalytic converter and oil mist filter; however, product analysis could not duplicate the reported issue. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and the catalytic converter to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® 100nx sterilizer. The customer was instructed to power off the unit and evacuate the room. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.